Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep reported on behalf of the customer, that during surgery the accolade custom made rasp handle allegedly broke. The sales rep has reported that surgery was completed by using another rasp handle that was immediately available. The sales rep has reported that 2 rasp handles were used in the case, the one that allegedly broke and the one used to complete the surgery. It was also reported that the event occurred whilst the surgeon was rasping the femur.

Manufacturer narrative:
An event regarding broken rasp handle involving a specialty accolade single offset broach handle w/ quick release per file (B)(4) was reported. The event was confirmed. The accolade broach handle showed the fracture of the striking pad, also was noted heavy marks on the top part under the strike plate, most like occurred by off axis over loads. Device history records indicates that all devices were manufactured and accepted into final with no reported discrepancies. Complaint history review indicates there have been no other events for the lot referenced. Conclusions: the investigation concluded that the root cause of the reported event is considered to be an inadequate and unclear welding process and an inadequate contract review by the supplier. An nc was issued. It was determined that the work instruction does not provide clear instructions for the welding process and that the operators may miss steps in the process that would affect the welding integrity. In addition, there was an inadequate customer order review process, prior to accepting the purchase order, which led to the devices being manufactured as a 2 piece construction that were welded together. The print calls out for a single piece construction with no weld requirement.

Event description:
The sales rep reported on behalf of the customer, that during surgery the accolade custom made rasp handle allegedly broke. The sales rep has reported that surgery was completed by using another rasp handle that was immediately available. The sales rep has reported that 2 rasp handles were used in the case, the one that allegedly broke and the one used to complete the surgery. It was also reported that the event occurred whilst the surgeon was rasping the femur.